Manufacturer narrative:
H6: investigation summary. A complaint of connection issues was received from the customer. No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 20083401 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that as lvp 20d 2ss cv tubing disconnected. The following information was provided by the initial reporter: material no: 2420-0007, batch no: 20083401. It was reported that IV pump primary tubing was found to be disconnected from the safety clamp. Intravenous pump primary tubing package was opened, and the tubing was not connected to the safety clamp. The item was defective in packaging.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. The initial reporter also notified the FDA on 20 november, 2020. Medwatch report # (B)(4) report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d 2ss cv tubing disconnected. The following information was provided by the initial reporter: material no: 2420-0007, batch no: 20083401. It was reported that IV pump primary tubing was found to be disconnected from the safety clamp. Intravenous pump primary tubing package was opened, and the tubing was not connected to the safety clamp. The item was defective in packaging.